Event description:
It was reported that the bd neoflon¿ pro safety arterial cannula was defective during use. The following information was provided by the initial reporter, translated from italian: difficulty in finding the artery, as the needle is not very sharp problems with cannulation, caused by the catheter's lack of smoothness, resulting in failure of the procedure.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is delta med. This site is an OEM manufacturing site. (B)(4). The reported lot# 1110343 was not found for the reported catalog# 380074. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 21-sep-2022. H6. Investigation summary: a device history review was conducted for lot number 1110343. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, 35 samples along with a video display a leaking unit were submitted to aid in our investigation. Based on the video evidence, our engineers were able to confirm the occurrence of leakage but were unable to make out any characteristics that would indicate a specific root cause. The submitted samples were also subjected to functional testing for penetration force, catheter kinking , and leak detection, the results of these show that the tested units performed within product specifications and were free of any observable non conformances. Unfortunately without the ability to investigate the affected unit or replicate the reported non-conformance our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd neoflon¿ pro safety arterial cannula was defective during use. The following information was provided by the initial reporter, translated from italian: difficulty in finding the artery, as the needle is not very sharp problems with cannulation, caused by the catheter's lack of smoothness, resulting in failure of the procedure.